Event description:
It was reported that, during an unknown procedure, the ambient super turbovac was connected correctly and it worked correctly but only for a moment. The specialist was using the radiofrequency tip inside the joint and it stopped working during the surgery, the console started beeping and showed an error. The tip of the wand broke and it could not be removed until the end of the surgery, noticing that it was bent. Surgery was resumed, after a non-significant delay, using a wand from a different company. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The procedure was completed with a non-significant delay using a competitor¿s device. The patient impact beyond the reported is not anticipated as the broken device was ¿removed.¿ also, no patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows the electrode has been used. Bio debris is present. The wand is bent and deformed. The black shrink wrap is torn at the bend. The handle cover is broken at the distal end above the buttons. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box suction, an e6 error was generated. The resistance measured at 1.87 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported is not anticipated as the broken device was ¿removed.¿ the root cause for break and bent material has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. The root cause for error message e6 has been associated with component failure. Factors that could have contributed to the reported event include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on (3) the wand may have experienced a short. (4) wire broken inside the wand cable. (5) the wire is damaged between the transition of the handle and the shaft. No containment or corrective actions are recommended at this time. H11: h2: corrected data on h6 (health effect - impact code).

Event description:
It was reported that, during a knee arthroscopy, the ambient turbovac wand was connected correctly and it worked correctly but only for a moment. The specialist was using the radiofrequency tip inside the joint and it stopped working during the surgery, the console started beeping and showed an error. The tip of the wand broke and it could not be removed until the end of the surgery, noticing that it was bent. Surgery was resumed, after a non-significant delay, using a wand from a different company. No further complications were reported.